Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 was noted to have residual powder within the catheter near the proximal end. A bend was noted in the catheter, with clear liquid observed within the catheter. Discoloration at the distal tip was not observed. Catheter #2 was noted to have a build up of powder within the catheter at the distal end, but no kinking was observed. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A build up of powder was observed within the device nozzle. When tested as returned the device did not initially spray as intended. However, after inserting a thin cannula into the nozzle to clear occlusions from powder build up the device sprayed as intended. The device was also able to spray as intended with catheter #1 attached. However, it was observed that powder began to accumulate in the catheter near the observed location of the clear liquid as returned. The device was unable to spray powder with catheter #2 attached, powder was observed passing through the catheter until reaching the section of catheter containing the powder build up. The co2 cartridge was fully punctured and audibly discharged upon deactivation. A visual examination of the o-ring and lance inside the handle showed both to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. Of the two returned catheters, one was confirmed to be clogged, and the other contained clear liquid. A definitive cause for the catheter clogging or presence of the clear liquid could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure in the digestive tract for a bleeding duodenal ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that an endoscopic hemostasis of the digestive tract was performed in an emergency case for a patient with normal anatomy. When the user pressed the trigger button to spray powder onto the target site, the powder could not be delivered [unable to spray - subject of report]. The user removed the catheter from the device and pressed the trigger button while the device was inside a bag; however, spraying was still not possible. Another product was used to complete the hemostasis a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e phone: (B)(6). The investigation is on-going. A follow-up emdr will be submitted within 30 days of receipt of new information.